Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in MFR site. The correct MFR number is (B)(4). This device is not reportable as it is not FDA approved.

Event description:
On (B)(6) 2019, a 20mm amplatzer cardiac plug was implanted successfully. Two hours post surgery, the patient had pericardial effusion. The patient was treated with pericardial drainage and a cardiothoracic surgery was performed to stop the bleeding. After hemostasis, the patient was sent to intensive care unit. The patient is recovering but the patient's heart function was affected due to the procedure.

Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer cardiac plug was implanted successfully. Two hours post surgery, the patient had low blood pressure. An echo was performed and it was found that the patient had pericardial effusion. The patient was treated with pericardial drainage and a cardiothoracic surgery was performed to stop the bleeding. After hemostasis, the patient was sent to intensive care unit. The patient is recovering.